Manufacturer narrative:
Continuation of medical device: 459888 lead, implanted: (B)(6) 2016. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with far field r-wave (ffrw) oversensing, atrial undersensing and low p-waves. The ra lead performance caused the cardiac resynchronization therapy defibrillator (crt-d) to not classify rhythms appropriately and unable to appropriately sense for pacing therapy. High threshold measurements were also noted on the right ventricular (rv) lead. Reprogramming was done and device and leads remains in use. No patient complications have been reported as a result of this event.